Event description:
Additional information received reported that a new program and troubleshooting were done. No problem was found. It was hypothesized that the previous reprogramming session was too long and caused an issue. It was noted that the patient was getting effective therapy.

Event description:
It was reported that the clinician programmer seemed to ramp up very slowly when the user attempted to increase the voltage. The user tried a different clinician programmer but this did not resolve the issue. The program seemed to occur when the amplitude reached 0.8volts-1volt. The result was unknown. There was an issue while programming the implantable neurostimulator (ins). The amplitude increase would stop at 0.8/0.9 volts and would not continue on. During this time, the patient received a message and could not find the battery (re-position and retry). At the time of the report, the patient got the same issue, no communication while recharging. The ins was very superficial. Two different clinician programmers were tried. It was freezing either at 0.8 or 0.9 volts, and then a ¿can¿t find battery¿ message. This programming anomaly occurred only on the groups were adaptive stimulation was enabled. The manufacturer representative was completely unable to program adaptive stimulation (as) during this session due to the freezing while adjusting amplitude. They attempted to program the as with low amplitudes and tried to increase using the patients controller and was unable to increase amplitude, it just wouldn¿t go up any higher. The manufacturer representative reset orientation, and re-oriented without any success. They created other as groups without success. The patient was home with multiple groups for different positions. The ins was previously set up with as, and was working, up until a recent lead revision. The patient¿s previous programming was not helping his pain to a high degree. During recharging, the patient lost communication. The patient would reposition and hit the green start key and still was not able to find the ins, even though the patient noted the ins could felt directly under the antenna. The manufacturer representative believed the antenna was replaced already. The manufacturer representative was meeting with the patient the day of the report in order to resolve the issue. The patient wanted to get as enabled soon. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was seen again and they currently have 5 defined groups without adaptive stimulation. Increasing and decreasing on existing groups was attempted with two different clinician programmers and the ramping was normal with not freezing or telemetry issues. They also tried to increase and decrease with the adaptive stimulation and it worked fine. The manufacturer representative noted the longer they were programming with the clinician programmer the more sluggish the ramping up would become. It was also noted the issue had resolved and they were now seeing the patient to adjust the mobility sensitivity because it was set too low.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).